Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced increased pain. The patient had an x-ray and a catheter dye study done, which showed that the catheter was broken at the spinal site. The catheter was replaced. The patient's pump had also run dry, so it was set to the minimum rate and would be filled at a later time. The catheter would not be returned to the manufacturer. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.